Event description:
It was reported that the patient presented to the emergency department after receiving inappropriate therapy. The right ventricular (rv) lead was noted with t-wave oversensing (twos). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).